Event description:
Reporter alleged the blood glucose monitoring device lost some of the memory values. Reporter stated when viewing the device memory it displayed 74 mg/dl which is correct; however, had the incorrect date associated with it. Reporter indicated the device generated an error and is currently unable to access the memory because once pressing the button, nothing happens. Reporter stated no actions were taken and no treatment was received as a result of the alleged report. A request was made for the return of the suspect device and replacement product was sent.